Event description:
A patient's ventilator began alarming "occlusion" and then "partial occlusion." The patient's oxygen saturations remained 98% and patient was agitated. The nurse checked all tubing and vent equipment for kinks, etc. And none found. The bite block was in. The nurse suctioned the patient with scant sputum return. The nurse cleared the alarm successfully. The ventilator then alarmed "low exhaled tidal volume" and shut off and restarted itself. The screen on the ventilator read, "improper re-start." The respiratory therapist was called. The nurse disconnected the ventilator and ambu-bagged the patient successfully. Oxygen saturations were at 98%. The respiratory therapist arrived and ran a test on the ventilator and the ventilator failed. A new ventilator was placed successfully. The patient's vital signs were stable, oxygen saturation was 100% and lung sounds were clear to slightly coarse.puritan bennett field service division came to facility and conducted testing. The technician did a mandatory audible alarm upgrade and tested the unit, verified that the unit was operating correctly, and the unit was placed back in service.